Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level over 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A rotational sensor malfunction resulted in the device completing the priming sequence earlier than expected. The device was reset and rerun, and the rerun data presented no anomalies. The cause of the rotational sensor malfunction could not be conclusively determined. Contamination was observed on the commutator cap. It cannot be confirmed if this resulted in the rotational sensor malfunction.